Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. During the closure of the procedure, it was mentioned that when air was removed from the tip of the sheath due to negative pressure and when catheter was removed from the sheath for vascade insertion air was noted from the sheath distal part. Additionally, the leak was also noted. No air was noted when dilator was removed from the sheath. The procedure was completed using same device. No patient complication were reported. The device is not expected to be return for analysis as it was discarded.